Event description:
A facility reported that the mayfield modified skull clamp (a1059)- was loose and not secure. No information has been provided on patient involvement, injury, or surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - investigation showed that the lock had rotational and lateral movement and a residue buildup was present. General maintenance and cleaning performed, and new components were added to replace worn internal parts. Root cause - complaint confirmed via inspection of the unit. There was movement present in the lock and the unit required cleaning and replacement of worn components due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.